Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual examination of the provided photograph, the condition could not be observed. Functional testing must be performed on the actual device in order to verify the flow rate accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. However, the reporter stated that after the device was disconnected from the patient, ¿some liquid dripped out.¿ the device had been filled with 8000mg flucloxacillin in 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.